Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 244 mg/dl at the time of the call. The customer believes that wearing a sensor could have alerted them to the low. The customer experienced symptoms such as diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as it was a past event. Customer also reported that the drive support cap on their pump was flush, and that they may have been having a reaction from the chemo therapy medication they were using. The insulin pump will not be returned for analysis.